Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 40s (mg/dl); cause was unknown. Customer went to the emergency room (ER) where the customer consumed a sandwich and juice to resolve bg level. Customer was released from the ER less than 24 hours later. Upon being released from the ER customer¿s bg level was 105 mg/dl and customer had a migraine. Recommendation was made to consult with health care provider regarding diabetes management.